Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in italy.

Event description:
It was reported that before surgery, it was found that a foreign body was discovered inside the tube when the packaging was opened. It is unclear whether it is a now-decomposed insect or something else. There was no patient impact but it is unknown if there was delay. Due diligence is in progress and there is no additional information available.